Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incidents, there is no indication of a lot specific product quality issue. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. The investigation determined the reported failure to advance appears to be related to operational circumstances of the procedure. Based on the reported information, it is likely that the device interacted with the previously implanted stent during advancement resulting in the reported failure to advance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a perforation in the distal left anterior descending artery. The 2.80x16mm graftmaster stent was deployed at 15atm without issue covering the stented area successfully. A small leak was visible distal to the stent. Therefore, a new 2.80x16mm graftmaster stent was advanced but it failed to cross the first stent. A small balloon was inflated at the perforation. The patient was then taken to a different hospital for surgery to seal the perforation. There was no adverse patient sequela reported. No additional information was provided.